Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated when they attempt to use temperature port 2, they were getting alarm 14 patient temperature 1 probe out of range in an arctic sun device. Per follow up information received via task on 27jan2026, they were able to enable port 2 and get rid of error 14. The device was now back on the floor and ready for use.